Manufacturer narrative:
Additional information was provided by the patient¿s relative: following surgery immediately post-op the patient had a ¿little right sided neglect stroke¿. The patient regained quickly the use of her right arm, but lost some of its fine motor function. In addition, it was mentioned that the patient underwent a pericardial reconstruction during the admission for the tavr procedure. Additional information was not provided. Investigation of this event is ongoing, pending medical records requested to the facility. A supplemental report will be submitted when new information is received. Additional information was provided by the patient¿s relative: following surgery immediately post-op the patient had a ¿little right sided neglect stroke¿. The patient regained quickly the use of her right arm, but lost some of its fine motor function. Per the hospital¿s discharge summary, the patient after the tavr procedure the patient was transferred in stable condition to the ICU. The patient was extubated on the following day and transferred to the medical floor when she was stable. The patient underwent physical therapy and occupational therapy, and was discharged to a skilled nurse facility 9 days after the tavr procedure. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the stroke was not mentioned in the hospital¿s discharge summary; however, it is possible that it was caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information was provided by the patient¿s relative: following surgery immediately post-op the patient had a ¿little right sided neglect stroke¿. The patient regained quickly the use of her right arm, but lost some of its fine motor function. In addition, it was mentioned that the patient underwent a pericardial reconstruction during the admission for the tavr procedure. Additional information was not provided. Investigation of this event is ongoing, pending medical records requested to the facility. A supplemental report will be submitted when new information is received.

Event description:
As reported by the edwards lifesciences territory manager, in a transfemoral tavr procedure after deployment, the 23mm sapien valve position was 80% aortic with severe aortic insufficiency (ai). Pre-deployment the sapien valve was 50:50, but the balloon moved during deployment. A 2nd 23mm sapien valve was deployed without issues. The bav was unremarkable. There were no issues crossing the native annulus. The aortic annulus diameter measured 22mm with severe leaflet calcification. There was no ventricular septal hypertrophy. The image intensifier angle was good. There were no issues with pacing capture. The ef% is unknown. The patient was stable throughout the procedure. Per report, it was felt that the event was due to fair co-axial alignment of the delivery system/valve and a pre-deployment valve position higher than originally thought.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential risk of the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause for the reported malposition with subsequent severe ai cannot be confirmed; however, it appears that the event resulted from balloon movement during deployment. As reported, the pre-deployment valve position was likely higher than was originally thought and the delivery system coaxial alignment was only ¿fair¿. The device was not available for evaluation as it remains implanted in the patient. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.